Manufacturer narrative:
The complainant has been approved by the manufacturer to evaluate and repair this product. The complainant advised they evaluated the cot after the incident and found the manual release mechanism had been jammed into an open position and when the operator, at the time of incident, accidently pulled the manual release handle the cot lowered. The complainant advised they repaired the cot and returned it to service. The complainant further advised the medic alleging injury was evaluated by a physician and was released and returned to work. The IFU for the product provides sufficient instructions on the operation, inspection and maintenance of the manual release system of the cot.

Event description:
Complainant is alleging while rolling the cot across a threshold with a bariatric patient onboard, the cot lowered unexpectedly. A medic is alleging a back injury as a result. The patient was not injured. The complainant is an authorized field technician and has already evaluated and repaired the cot and advised it has been returned to service.

Event description:
Complainant is alleging while rolling the cot with a bariatric patient on board across a threshold, the cot lowered unexpectedly. A medic is alleging a back injury as a result. The patient was not injured. The complainant is an authorized field technician and has evaluated and repaired the cot and advised it has been returned to service.